Manufacturer narrative:
The pump was received with the display showing vertical colored lines across the display due to cracked lcd controller. The pump passed the sleep current measurement, active current measurement, and the displacement test however, failed the self test due to display anomaly. The pump was also received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had rainbow colors on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.